Manufacturer narrative:
B3: event date is asked/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (1mg/1ml, 0.5509 mg/day) via an implantable pump for non-malignant pain. It was reported that the pump flipped, and they were unable to connect or refill it. The pump would not connect with the physician tablet or the personal therapy manager (ptm). It was unknown if there were any additional factors that may have led or contributed to this issue. Troubleshooting included that they attempted multiple times and ways to connect to the pump without success. Interventions that would take place to resolve the issue included a pump revision. The issue was not resolved at the time of the report. It was reported that the healthcare provider (hcp) had no further information for the manufacturer. Additional information was received from the manufacturing representative (rep). The rep reported that there were unsure when the revision date was. The pump was explanted in surgery due to concern for infection. Additional information was received from the manufacturing representative (rep). The rep reported that the device was explanted (B)(6) 2026 the infection had resolved. A new implant was scheduled for (B)(6) 2026.